Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that a piece of the guidewire broke off inside the patient. No further information is available now.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. No additional information was provided. Based on the information currently available the exact cause for the reported guidewire broken cannot be determined.

Event description:
During the procedure, it was reported that a piece of the guidewire broke off inside the patient. No further information is available now.